Event description:
It was reported that a patient was being transferred from a chair to bed, when the chain link apparently popped off the s hook, causing the corner of the sling to give away. The patient fell to the floor and sustained a fracture to the leg.